Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery warning. Customer replaced the battery then later that night the device had a blank display. Customer's blood glucose was 164 mg/dl. Customer replaced the battery again and the device had another blank display, then alarmed a battery out limit alarm. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.